Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer experienced a blood glucose (bg) level of 586 mg/dl and attempted to deliver a bolus via the pump to address the bg level and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.